Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead demonstrated a damaged insulation at a distance of approx. 34 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cable to the rv shock coil was found damaged in this area. An electrical short circuit between the rv shock coil and the inner conductor coil was measured. These findings can be considered as the root cause for the mentioned clinical observations. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The cuttings in the insulation occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 5 months, unstable ECG values were observed during a routine follow-up, while provocative maneuvers were performed. A possible lead fracture or connection problem was suspected. During the revision procedure on (B)(6) 2015, a possible insulation defect was confirmed and the physician decided to explant the lead. Due to a battery status close to eri, the ICD was reportedly also exchanged. The lead was not returned to biotronik. No adverse patient side effects have been reported.